Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Device memory was reviewed and it was noted the device recorded a low voltage fault due to a monitoring voltage of 1.34 volts. Three days later this device went into storage mode. Review of the daily battery measurement data found the monitoring voltage changed from 3.11 volts one day to 1.37 volts the next day. No therapy was noted to have been delivered around the time of the voltage decrease. Additionally, daily impedance measurements were stable and within normal range. A battery voltage of 1.35 volts was observed during initial device check in analysis. During detailed testing, a device battery measurement command was issued and the result was 3.097 volts. The device was placed in an oven at 37 degrees celsius and the voltage remained normal. The temperature was increased to 45 degrees celsius and the voltage did not change. The device was removed from the oven and allowed to reach room temperature; the voltage did not change. Next, the device case was removed in order to facilitate analysis of the internal components. No irregularities were noted. All supply voltages were within expected ranges. The device hybrid was isolated and tested. The hybrid passed all testing it was subjected to. Despite detailed analysis, the root cause of the low battery voltage could not be determined. After a device battery measurement command was issued during analysis, the device began functioning normally and did not exhibit signs of malfunction again.

Event description:
Boston scientific received information that this device when interrogated exhibited a fault code 1003, voltage too low for projected remaining capacity. The fault appeared on a red screen and the only programming option was to end the session. Boston scientific technical services (ts) was consulted and noted that this indicated the device was in storage mode (likely due to early battery depletion) and recommended immediate replacement. The device was then successfully replaced that day. No adverse patient effects were reported during the replacement procedure.